Event description:
It was reported that during the implant procedure of the 4194 lead, high impedance was seen, and the patient experienced diaphragmatic stimulation. This lead was not implanted. The 4196 lead was implanted and also showed high impedance in bipolar mode. When the lead was repositioned and paced tip to coil, impedance was acceptable. This lead remains activated. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.